Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01114. This report is being submitted as additional information. Unique identifier (UDI): the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 5 months. Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas. The heartmate 3 lvas instructions for use lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was hospitalized for suspected gastrointestinal (gib) bleeding. The patient reported having 4 black bowel movements (bm) over 24 hours. Upon admission, the patient¿s hemoglobin was 5.6 g/dl and hematocrit was 19 percent, with symptoms of fatigue and increased shortness of breath (sob). The patient¿s inr was 3.8. On (B)(6) 2018, the patient underwent a small bowel enteroscopy, and results showed a single angiectasia with bleeding that was found in the fourth portion of the duodenum. There was a large clot adjacent to 2 clips placed, just superior to area of bleeding and large amounts of active bleeding with red blood throughout duodenum. Four hemostatic clips were placed and no bleeding was observed at the end of the procedure. The patient was transfused 7 units of packed red blood cells. At the time of the event, the patient was taking warfarin 8mg and pantoprazole twice a day in place of home omeprazole. The patient was discharged on (B)(6) 2018, with hemoglobin and hematocrit in stable condition with no further melanotic stools. The gi bleeding reportedly resolved. No additional information was provided.